Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 517 mg/dl back to back with a result of 198 mg/dl on the advantage system, when testing was performed within 10 minutes. Reporter indicated that the customer took 10 units of lantus insulin based on the 198 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product.